Event description:
It was originally reported a peripherally inserted central (PICC) was placed on subsequently leaked at the hub. Another catheter was placed and no patient complications were reported in this event. Upon evaluation of this device a cut was noted distal tho the suture wing. The device was received and evaluated by this manufacturer. The engineering evaluation indicted the leak was caused by a small cut in the catheter approximately 1/4" from the distal end of the molded suture wing. The company follow-up indicated a PICC was successfully placed in 2003 for tpn treatment. It was reported that in 2003 the patients arm was red and swollen and nutritional therapy couldn't be infused. User technique during access and/or patient anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use outline appropriate placement, access and maintenace procedures.